Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had not opened. The field service engineer (fse) observed that drawer 2.1 would not open or recover. No clicking sounds were heard. The latch insert magnet was found to be intact, and the latch sensor was cleaned and confirmed to be in the correct position. Both the 2.1 and 2.2 drawer control boards, as well as the pyxibus control board, were replaced; however, the issue persisted. The retractor band cable for drawer 2.1 was then replaced, which resolved the issue. Following the repair, hardware test applications were performed. All sensors and cubies were found to be functional, and the drawers were fully functional within the application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not clicking and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.